Manufacturer narrative:
E1: initial reporter phone #: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using one (1) bd vacutainer® sst¿ blood collection tubes, the gel is not firm, and it is separating into the serum after centrifugation. No adverse impact was reported regarding the patient or user.

Event description:
It was reported that when using one (1) bd vacutainer® sst¿ blood collection tubes, the gel is not firm, and it is separating into the serum after centrifugation. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd received 1 photo and 1 video for investigation. The photo and video were reviewed and the indicated failure mode for poor barrier separation was observed. Additionally, 100 retention samples from bd inventory were visually inspected with no issues observed. Complaints for sample quality are under statistical control for the month of september 2025. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode poor barrier separation. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.